Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: returned product consisted of a taxus liberte stent delivery system (sds) with stent and the carrier tube (hoop), product mandrel and balloon protector. The balloon was tightly folded with the stent secured on the balloon. The stent was damaged with multiple rows of struts bent and flared. The shaft was kinked 24.5cm form the distal tip. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. Vascular access was obtained via the femoral artery. The 28x3.5mm, concentric, de novo, 90% stenosed lesion being treated was located in the moderately calcified and mildly tortuous right coronary artery. The physician predilated then advanced the 28 x 3.50mm taxus liberte stent delivery system and was not able to cross the lesion. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and patient¿s status is stable. Returned product analysis revealed stent damage.